Manufacturer narrative:
Investigation summary bd received 2 photos for investigation. Evaluation of the photos confirmed the presence of fm in the tube and gel however the photos do not show air bubbles in the gel. Additionally, 100 retention samples were visually inspected with no issues identified. This complaint has been confirmed for the indicated failure mode fm-other. This complaint has not been confirmed for the indicated failure mode gel airbubbles - before use. The exact causes for the indicated failure mode of fm could not be determined. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® pst¿ gel and lithium heparinn 56 units, foreign matter was found in 64 tubes, and air bubbles in the gel was seen in 200 tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® pst¿ gel and lithium heparinn 56 units, foreign matter was found in 64 tubes, and air bubbles in the gel was seen in 200 tubes. No adverse impact was reported regarding the patient or user.